Manufacturer narrative:
Pt info: unk. PMA/510(k): this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+2.0/094 (sphere/cylinder/axis), within the same surgery. This was due to the lens was stuck with plunger and tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced with another same model/length lens and the problem was resolved. The eye is clear and patient is doing very well. The cause of the event was unknown.